Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a generator replacement, the patient underwent defibrillator testing, in which the right ventricular (rv) lead exhibited t-wave oversensing (twos) for ten seconds after shock. The rv lead also exhibited double counting of t waves, ventricular undersensing and high thresholds. As well, the twos discriminator was not working with the new implantable cardioverter defibrillator (ICD). Follow up was conducted and it was noted that the device's post shock pacing was set to on, which was though to be the cause of the discriminator issue. The physician chose to monitor the patient after turning the post shock pacing off. The device is still in use. The lead is still in use. It was also reported that the patient's previous ICD experienced t-wave oversensing (twos) as well. That device was explanted and replaced. No patient complications have been reported as a result of this event.